Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter evaluated the device and found that the motor was failing. It was determined that this failing part caused the system error 105 alarms and has been replaced.

Event description:
During review of the event history log system error 105 was observed. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.